Manufacturer narrative:
(B)(4). Insulin pump received with missing drive support sticker. Insulin pump passed displacement test and basic occlusion test. No loose drive support cap anomaly noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 251 mg/dl,194 mg/dl,600 mg/dl. The customer was treated with insulin pump. Based on customer report customer did not allege insulin pump was under delivering. The drive support cap appears loose. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.